Event description:
Lilly case ID: (B)(6). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir display was not working properly. There were only partial figures showing on the display; the part of the display with the partial figures was not provided. The device was returned to the manufacturer on (B)(4) 2012. Additional investigation revealed additional and/or stuck segments in dose numbers display. The humapen memoir was associated with product complaint 2269576/ lot 0905c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2012.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a (B)(6) male patient of unspecified origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir display was not working properly. There were only partial figures showing on the display; the part of the display with the partial figures was not provided. The device was returned to the manufacturer on (B)(6) 2012. Additional investigation revealed additional and/or stuck segments in dose numbers display. The humapen memoir was associated with product complaint (B)(4)/ lot 0905c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2012. Update (B)(6) 2012 additional information received on (B)(6) 2012 (processed together) from the global product complaint database added the device specific safety summary and manufactured date; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a pharmacist reported on behalf of a patient that his humapen memoir device display was not working properly, there were only partial figures showing on the display, and no battery symbol appeared on the display, investigation of the returned device (batch (B)(4), manufactured may 2009) found dim segments in both dose digits of the display. In addition, the power button was non-functional and the pen would only power on by dialing out the dose knob. Internal inspection found liquid, dried residue and corrosion throughout the device assemblies and electronic components. The root cause for the display malfunction was ingress by an unknown liquid while in the field with a contributing factor of a cracked lcd interconnecting cable. The root cause for the non-functional power button was liquid ingress while in the field. While no missing or extra segments were observed during investigation, the reporter clearly indicates only partial figures were showing on the display. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. The user would typically be aware of display malfunctions. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. A corrective action was implemented in q1 2012 beginning with batch (B)(4) to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. In addition, a corrective action was implemented in q1 2012 beginning with batch (B)(4) to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.